Event description:
On 13th june, 2023 getinge became aware of an issue with one of surgical equipment - single arm sahorxo 16. Based on photographic evidence covers were missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6) 2023 getinge became aware of an issue with one of surgical equipment - single arm sahorxo 16. Based on photographic evidence covers were missing from arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on (B)(6) 2023 getinge became aware of an issue with one of surgical equipment - single arm sahorxo 16. Based on photographic evidence covers were missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Getinge became aware of an issue with one of surgical equipment - single arm sahorxo 16. Based on photographic evidence covers were missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on an information gathered, defective parts (mavig ot54001-front cover spring arm kit - (B)(6), spring arm (B)(6) rear cover-ral9016 - (B)(6) and sat/xten/(B)(6) sf dustcovers - (B)(6)) were replaced. After replacement of the faulty parts, the device was released for further use. It was established that when the event occurred, the device did not meet its specification due to detachment of spring arm¿s cover, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of missing cover or its particles is low. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 01821 rev. 12, page 34). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 01821 rev. 12, pages 29-31). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 13th june, 2023 getinge became aware of an issue with one of surgical equipment - single arm sahorxo 16. Based on photographic evidence covers were missing from arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The initial reporter was facilities manager. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer